Manufacturer narrative:
Report date: 14sep2021.

Event description:
The customer reported an alarm led failure. The patient involvement at the time of event is unknown however no patient harm was reported. The remote service engineer provided the part number for a power switch overlay. Further information is pending.

Manufacturer narrative:
Many good faith efforts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.